Event description:
It was reported that on (B)(6) 2014 a (B)(6) female patient with "poorly" controlled diabetes was seen in the ir (interventional radiology) for a bilateral iliac intervention. Following the procedure, the physician who is a trained user, selected a mynx grip (6f/7f) to close the access site. The patient was not hospitalized. The patient contacted the physician on (B)(6) 2014 complaining of a left groin pimple that was red, painful, swollen and draining a green discharge. The patient was then prescribed keflex 500 mg bid for 10 days. On (B)(6) 2014, the 5th day after the antibiotic was prescribed, the physician took the patient to surgery for incision and drainage of the left groin.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The mynxgrip vascular closure device is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.